Event description:
It was reported that sometime post a port placement, the leakage was allegedly found during contrast examination. It was further reported that the catheter allegedly broke. Reportedly, the catheter segments were removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, leakage was allegedly found during contrast examination. It was further reported that the catheter allegedly broke. Reportedly, the catheter segments were removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was received for evaluation. Gross, visual, microscopic, tactile and functional testing were performed. A partial circumferential break was noted to the catheter approximately 6.7cm from the distal end of cath-lock. The edges were noted to be uneven. The surface was noted to be round and smooth on both regions. A compound break was noted to the catheter approximately 7.7cm from the distal end of cath-lock. The edges were noted to be uneven. The surface was noted to be round and smooth on both regions. Upon infusion, a leak from the partial circumferential break and the partial compound break was observed as water exited both breaks while also exiting the distal end of the catheter. Therefore, the investigation is confirmed for the reported fracture and leak issues and identified naturally worn and deformation issues. A definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.